Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that there was a trident cemented constrained liner implanted during a revision surgery. After the reduction of the hip, the inner part of the constrained liner + the femoral head disassociated from the external part of the liner, which stayed in the patient (since it was cemented in the socket). It was impossible to perform the reduction again, so the surgeon proceed to extract the liner, which came out together with the cement mantle and the anterior wall of the acetabulum of the patient.

Manufacturer narrative:
An event regarding disassociation involving all poly constrained insert 50mm was reported. The event was confirmed based on inspection. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review.the bipolar head appears to be disassociated from the poly liner. Dimensional inspection: not performed as the dimensional aspects are not in question functional inspection: not performed as the functional aspects are not in question. Material analysis not performed as this event does not relate to material integrity. -clinician review: a review of the provided medical records rejected by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no operative reports, no serial imaging studies, and no examination of explanted components. Based upon the single x-ray available for review, no confirmation of the event description or creating of a medical report is possible. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that there was a trident cemented constrained liner implanted during a revision surgery. After the reduction of the hip, the inner part of the constrained liner + the femoral head disassociated from the external part of the liner, which stayed in the patient.the reported device was not returned however photographs were provided for review.the bipolar head appears to be disassociated from the poly liner.a review of the provided medical records rejected by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no operative reports, no serial imaging studies, and no examination of explanted components. Based upon the single x-ray available for review, no confirmation of the event description or creating of a medical report is possible.the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It has been reported that there was a trident cemented constrained liner implanted during a revision surgery. After the reduction of the hip, the inner part of the constrained liner + the femoral head disassociated from the external part of the liner, which stayed in the patient (since it was cemented in the socket). It was impossible to perform the reduction again, so the surgeon proceed to extract the liner, which came out together with the cement mantle and the anterior wall of the acetabulum of the patient.